Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 266 mg/dl. The customer complained of bad nausea and pain. She was not wearing the insulin pump at the time of hospitalization and had discontinued its use about 3 months prior due to problems with excessive no delivery alarms. She advised that her doctor believed that the issue was gastroparesis. Her blood glucose was stabilized upon hospitalization. About 4 months later, she noted that the insulin pump made noises and alarmed no delivery even after she had primed the device. She reported that she was in the hospital for surgery due to issues with her stomach and did not wear the insulin pump throughout hospitalizations. She treated high blood glucose with an insulin pen. She stated that she would call back to troubleshoot for high blood glucose and no delivery alarms. Nothing further reported.